Event description:
Device issue: partially exposed stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during a superficial femoral artery procedure, the absolute stent system deployment actuator was unlocked and the thumbwheel was turned; however, the stent did not deploy. The stent delivery system was removed from the anatomy successfully. There was no adverse pt sequela reported. A second absolute stent was implanted successfully. During return device analysis, the stent was found to be partially exposed. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the absolute self expanding stent system (sess) thumbwheel was in the locked position and the rack within the handle had not been retracted which is consistent of an undeployed stent. The proximal end of the distal outer sheath was prolapsed (for a length of 2 mm), which caused the distal outer sheath to slightly retract (3 mm) exposing the distal end of the stent. Factors that can contribute to a prolapsed distal sheath include, but are not limited to, support during loading into the dispenser coil, handling during preparation, support during insertion into the introducer sheath, or pt anatomy. During production, all sess shafts are visually inspected 100% for damage and all sheath stents are 100% visually inspected for location and to verify stent is fully covered. No discrepancies were reported or observed by the account during the preparation and inspection of the sess prior to use. A pre-existing prolapsed distal sheath or exposed distal end of the stent would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. The IFU states to "ensure that the stent is fully covered by the sheath." A review of the finished device lot history record (lhr) did not reveal an non-conforming material records (ncmr) associated with this lot. No mfg quality deficiencies observed, suggesting that the prolapsed distal sheath, slightly retracted distal sheath and stent movement distally (3.5 mm distal to the proximal marker band) are related to the case circumstances. The braided inner member within the handle was bunched (proximal to the strain relief tubing, for a length of 6 cm). An attempt was made to back load a .035" guide wire, but the guide wire would not advance past the bunched area of the lumen. Factors that can contribute to a bunched braided inner member include, but are not limited to, oversized guide wire, over lapping guide wire coils, or sticky dried blood on the guide wire. During production all sess are 100% checked for guide wire movement. The account did not report any guide wire movement issues during advancement to the sfa suggests the bunching may have occurred during removal of the sess from the guide wire. No specific cause identified. The used guide wire was not returned which may have provided add'l detail. No mfg quality deficiencies observed suggesting the bunching to be related to the case circumstances. An attempt was made to fully rotate the thumbwheel, but the thumbwheel slightly rotated until resistance was noted and was unable to deploy the stent, due to the prolapsed distal outer sheath. The kink observed in the braided inner member and outer jacket was also not reported and may have occurred either during the procedure or during return packaging to abbott vascular. During production all sess shafts are 100% inspected for shaft damage. In conclusion, the reported failure to deploy is related to the prolapsed distal outer member which is related to the case circumstances. No mfg quality deficiencies observed. It was also referenced that the procedure was in the superficial femoral artery (sfa) which the sess is not indicated for. Per the IFU, the absolute .035" biliary sess is intended for palliation of malignant strictures in the biliary tree.